Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient's spouse stated that the sensor failed and the patient was hospitalized. It was reported that for the last two days, the patient's sugar read high (no values provided) and they could not control it during those two days. When the sensor stopped working on the day of the event, it was reported that the patient's blood sugar went over 400 mg/dl [it is presumed this is with a bg meter due to the sensor failing]. The patient's spouse brought the patient to the hospital where they were diagnosed with diabetic ketoacidosis (dka). The patient was admitted to intensive care unit (ICU) and was treated with IV fluid and an insulin drip. The patient was admitted for 3 days. At the time of the report, the patient was feeling fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.